Event description:
Mckinley medical had filed this report after becoming aware of a reportable event with an anesthesia kit (used for administration of a local anesthetic agent). A user facility reported that a catheter included in the anesthesia kit broke during removal from the surgery site. There was no patient injury and the physician has determined that the remnant will not be removed.

Manufacturer narrative:
Device evaluation by manufacturer - mckinley medical purchases the catheter from another manufacturer and includes is in the anesthesia kit along with other components. Mckinley is not the manufacturer of the catheter and cannot evaluate it to determine if it did not meet performance specifications. Mckinley forwards the catheter and/or information concerning the breakage to the catheter manufacturer for their evaluation and analysis.